Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The customer experienced vomiting, nausea, excessive thirst, ketones, and was very sick. Troubleshooting could not be performed as the infusion set and reservoir were removed from the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.